Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Troubleshooting did not resolve the suction issue. A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2017, she stated that the pump would lose suction gradually and she didn't notice it until she ended up with clogged ducts and mastitis. She stated that she was diagnosed with mastitis in the middle of september 2017 and again in the beginning of october, both times for which she was prescribed antibiotics. The clogged ducts and mastitis are currently resolved. The pump was evaluated with the parts and accessories returned by the customer and passed vacuum testing. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style advanced was not expressing milk. She indicated that it was pulling her nipples, but didn't feel strong and she had clogged ducts.